Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. The thoracic probe was returned to the manufacture for evaluation. After visual/physical examination the reported issue was confirmed. The retainer ring had been pulled from the tip of the adjustment screw of the returned clamp and was missing. The pivot cylinder that would attach to the tip of the screw was also missing. The clamp is unusable as is. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system. It was reported outside of a procedure that the site had multiple damaged instruments. The clamp was stuck on the tracker (pli 70). The tracker was stuck on a medium clamp (pli 40). The driver tip was bent (pli 50). The probe had a twisted tip (pli 60). A clamp had a screw broken off (pli 30). No patient was present at the time of the event.